Event description:
It was reported that the patient presented to clinic with a lead that was oversensing and inhibiting pacing. All measurements were within normal values and stable. During the procedure, capture failure due to suspected exit block was noted and the patient required patient resuscitation. The lead was capped and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.